Manufacturer narrative:
MFR report 3003721894-2017-00003 is associated with (B)(4), ultra corega crema sin sabor.ultra corega crema sin sabor is marketed as super poligrip in the us.

Event description:
Parkinson's disease [parkinson's disease], excess of salivation [saliva secretion excessive], product complaint [product complaint], lack of adherence [device adhesion issue]. Case description: this case was reported by a consumer via call center representative and described the occurrence of parkinson's disease in a (B)(6) male patient who received gsk denture adhesive (formulation unknown) (ultra corega crema sin sabor) unknown (batch number 548p, expiry date april 2019) for denture wearer. This case was associated with a product complaint. On an unknown date, the patient started ultra corega crema sin sabor. On an unknown date, an unknown time after starting ultra corega crema sin sabor, the patient experienced parkinson's disease (serious criteria gsk medically significant), saliva secretion excessive, intentional device misuse, product complaint and device adhesion issue. On an unknown date, the outcome of the parkinson's disease, saliva secretion excessive, intentional device misuse and product complaint were not reported and the outcome of the device adhesion issue was unknown. It was unknown if the reporter considered the parkinson's disease, saliva secretion excessive, product complaint and device adhesion issue to be related to ultra corega crema sin sabor.